Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 4.0.2, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the emergency room (ER) on (B)(6), 2026 with hyperglycemia. The patient's blood glucose levels reached approximately 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that the pod stopped communication with their continuous glucose monitor (cgm) sensor. Symptoms reported include that the patient felt jittery and shaky. The patient was treated with insulin and fluids and received a diagnosis of hyperglycemia. The patient has not yet been discharged from the ER. The pod was removed at the ER by a medical professional. If additional information is received, a supplemental report will be submitted.